Event description:
A pt undergoing apheresis as part of a cardiac stem cell trial became acutely short of breath complaining of chest pain 5 hours into the procedure. Pt became very stridorous and appeared to be almost having an anaphylactic reaction, although he had not received any obvious new medications to precipitate this. The pt was urgently seen by a critical care specialist who placed him on bipap and started him on steroids. This significantly improved his breathing and he was able to be taken off the bipap machine later that night. The pt's breathing seemed to significantly improve with sitting up, and it was felt that the pt is likely set up for sleep apnea and obstruction.

Manufacturer narrative:
Pt chest x-ray findings, 2006: ap image of the chest was compared to exam from sixteen days earlier. Postsurgical changes at the sternum and mediastinum were seen. No gross endotracheal tube was seen. Cardiomegaly and mild congestion was seen. Impression: new mild cardiomegaly and mild progressive central congestion. No discrete endotracheal tube was noted. The following info is taken from the hosp discharge summary: pt was admitted to the hosp on the original date and discharged from the hosp three days later. The pt underwent a cardiac MRI on the second day of hospitalized. This showed evidence of a small, but recent inferior infarct likely in the posterior descending artery distribution. The dr felt this infarct likely occurred in the last 2 weeks based on the degree and presence of microvascular obstruction. The pt did have a small "bump" in his troponin to 2 with his near respiratory arrest which is not surprising. This certainly could be attributed to supply demand mismatched from his large areas of collateral dependent myocardium. The pt has also been experiencing increased chest pain in the last several weeks (prior to the apheresis procedure) and it is possible that the had an infarction at that time. Pt has been relatively pain-free since his stem cell injection. No apparent inciting factors were noted. No changes of the apheresis process were done. The reporting facility stated that they do not think the pt's reaction was due to the amicus procedure. They think it is related to the g-csf treatment and the pt's underlying copd. A batch record was performed for this lot number with satisfactory results. Review of the complaint history reveals no other reports for this product for the reported issue. This constitutes a final report unless further info becomes available.